Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 10 mg for a total dose of 1.97874 mg/day and bupivacaine 2 mg for a total dose of 0.39575 mg/day via an implantable pump. It was reported the patient was brought to surgery for replacement of the pump on (B)(6) 2020. Per the hcp, the catheter was worn and there appeared to be a suture that was partially potentially occluding the catheter. The catheter was explanted/replaced on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was catheter occlusion. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. The event date was (B)(6) 2020. No further complications were reported.